Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. The event log showed no evidence. Customer's complaint of error code 11213 was not verified. Service re-installed the software applications. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip trial/loaner pump had an error code 11213. No reported adverse effects.